Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported patient developed epithelial defects (anterior basement membrane dystrophy) and corneal abrasion at lasik post-operative visit. Patient also complained of eye pain, blurry vision, and dry eye at visit. Add'l info has been requested. This report references the left eye. An add'l report will be filed for the right eye.